Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection of their implantable pulse generator (ipg) system. The system was explanted and replaced however the patient ultimately became deceased.. No further patient complications have been reported as a result of this event.